Event description:
It was reported that the ilet pump screen became unresponsive during the fill tubing step, preventing the user from selecting confirmation to view drops; the user planned to restart the pump via the ilet mobile app with assistance, consistent with a device touchscreen/key input not working. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a software problem affecting the touchscreen input, consistent with a key or button not working and implicating the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.